Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 840 ventilator had a bad o2 sensor. Patient involvement is unknown. A non covidien service provider inspected the device. The service provider replaced the o2 sensor and performed extended self-testing on the device and all tests passed.